Manufacturer narrative:
Available details indicate that the device is not functioning, specifically the device is emitting a series of triple chirps and issuing an unspecified error message. Both the pads and battery were replaced, the issue persists. Troubleshooting determined the device is faulty and would require replacement. The customer was provided a replacement device to resolve the issue and we are expecting the return of the exchanged device. Upon receipt at philips the device will be evaluated, and the complaint will be reopened. Based on the information available and the testing conducted, the cause of the reported problem was a device failure. The root cause of the reported problem could not be confirmed because the device has not been received for additional investigation. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the machine is not functioning.